Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator exchange procedure. During examination of lead prior to procedure, atrial lead noise was discovered. Physician performed programming changes to address the noise issue. The patient was in stable condition.